Event description:
In a journal article, a surgeon reported two cases of cogan syndrome presenting after uneventful laser in situ keratomileusis (lasik). In the first case, eight months following bilateral lasik treatment, the pt presented with bilateral superior stromal neovascularization and bilateral asymmetric diffuse interface inflammation consistent with diffuse lamellar keratitis (dlk). The left eye was worse than the right. The pt was treated with steroid and antibiotic topical drops. Six days following topical therapy, the pt reported partial improvement in subjective acuities. Nine days following topical therapy, bilateral superior interstitial keratitis was noted and bilateral superior coalescent granular intrastromal opacities along with associated intrastromal neovascularization. Topical therapy was continued with the additional of sodium hyaluronate topical drops. The pt was only mildly symptomatic in the right eye and no interface inflammation was observed at the time of follow-up, no irrigation was performed in the right eye. Further questioning revealed a history of episodic vertigo consistent with menier-like symptomatology. Due to the pt's medical history and the episode of interstitial keratitis, atypical cogan syndrome was diagnosed. Please refer to the attached article for further details. There are three medical device reports associated with this event. This file is for the right eye in case 1.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Tomita m, chiba a, inoue n, huseynova, t tsuru t, waring IV, g cogan syndrome presenting after uneventful laser in situ keratomileusis. J cataract refract surg. 2013 august; vol 39; pages 1260 - 1266. (B)(4).